Event description:
Information received does not address the patient's clini- cal status but notes a ventricular unipolar lead impedance of <200 ohms. A follow-up ten days later showed that the lead impedance remained <200 ohms with a 0.75 v at 0.6 ms capture threshold. Bipolar lead impedance was 386 ohms with a 1.0 v at 0.6 ms capture threshold. There was no inappropriate sensing or inhibition with isometrics. The physician elected to monitor the lead.